Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the surgeon went with the system suggested toric intraocular lens during surgery and the patient was left with an unexpected postoperative refraction. The patient is scheduled for a lens exchanged. No additional information available.

Manufacturer narrative:
Additional information provided. Potential errors in measuring refractions may occur when the cylinder, axis, or spherical equivalent are displayed in red on the system screen. Significant central corneal irregularities resulting in higher order aberrations might yield inaccurate refractive measurements. Based on quality assurance assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).